Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's high impedance was not determined, but the patient mentioned that she fell down at her home four weeks ago. The high impedances have not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep stated that there were no impedance issues coming into the ins change out (confirmed routine change out), but they are having issues with pairs that are using #12 being high. They have wiped down the lead and reinserted it into the ins, but this has not resolved the issue. Most pairs with #12 were between 1000-2000, but there were some in the 17k and 18k range. #12 was showing as being avoided. The agent had the rep look at other electrodes but there wasn't anything showing >40k ohms. The patient is not using #12 in their programming currently so the agent reviewed that they would have to decide if they wanted to change out the lead to try to address the #12 electrode or keep the existing lead with the knowledge that it may not be available for programming. The rep later reported that the high impedance on electrode #12 did not resolve in post opt, but the patient was getting satisfactory stimulation in post-op. No further complications were reported. No additional patient symptoms were reported.